Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/04/2023, it was reported by a sales representative via sems that an ar-3240-5027 light guide post became hot and burned the patient's pelvic region. This was discovered during a procedure 6 months ago. No images of the burn were provided. Additional information requested.

Event description:
On 08/07/2023, the sales representative provided additional information via email: this occurred during a cystoscopy procedure. It was discovered at the end of the case. The superficial burn was being treated with ointment. There was no case delay reported, and the patient to their knowledge, did not experience any adverse effects. No pictures were taken. On (B)(6)2023, the sales representative provided the following information via email: contact with the light guide connector was made while the endoscope was still in the patient. The camera head that was used was not placed on top of the patient's body. It is believed that the light guidepost was the only part of the endoscope that caused the burn. The burns were not noticed until after the case was completed, but they did not lay down the camera on the patient's body, and the burn locations and patterns were exactly where the light post was making contact with the patient's skin.

Manufacturer narrative:
Additional information. (Use error) this evaluation determined that the reported event occurred due to use error. Refer to case (B)(4) for additional failure modes and information.